Event description:
The company received a report, where it was claimed that a hole in the cuff was observed during patient use. Replacement of the tube was required. The tube was replaced without incident.

Manufacturer narrative:
The sample associated to this report is expected to be returned for investigation. If the sample is received, and significant information is identified during the investigation, a supplemental report will be provided.